Event description:
Clinical educator called into case for intra-aortic balloon (iab) inflation about 25% of full capacity in patient noted on fluoroscopy. Clinical educator called support hotline for the company of the iab (teleflex). Spoke with [redacted name] clinical specialist for teleflex. [Redacted name] placed on speaker phone so attending and fellow in room can also trouble shoot with him. He recommended disconnecting helium line from patient central cannula, aspirating and if no blood noted then to manually push the iab capacity of 40ml of air into the iab while in the patient's body. The providing team followed these instructions, no blood was noted and with air injection iab fully inflated under fluoroscopy. Patient helium line then reconnected, and pump restarted only to have same issue as above noted and alarms for high pressure. The providing team attempted to troubleshoot a second time with manual inflation with no success. The providing then made a decision to take the iab out of the body and place a second iab. After placing the second iab same type and same company. The iab was still not inflating properly and still providing high pressure alarms. [Redacted name] from teleflex still on the line he then advised to put traction pressure on the iab. This was completed with no remedy. His final recommendation was to change the iabp consoles. The iabp console was changed out and all the above issues were resolved. The iabp was functioning efficiently. Another report will follow with this same description but with the iabp information that was subsequently taken out of circulation.